Event description:
Customer reports that a patient presented with an abdominal, would dehiscence 15 days following hysterectomy with hernia repair. The patient was returned to surgery for repair. The surgeon reports that the suture broke.

Manufacturer narrative:
Date sent to the FDA: 09/05/2007. Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. The actual device associated with this event is not known. Customer reports the following possible products: lot: zcm535, mfg date 03/01/2007, exp. Date 01/31/2012; lot: zez416, mfg date 05/29/2007, exp. Date 01/31/2012.